Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user noted that loading medication into the station functioned normally. However, when accessed the patient profile, the medication appears greyed out and cannot be selected. The customer confirmed that the issue was isolated to a single patient at one specific station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was greyed out. A technical support specialist (tss) connected to the station, and the customer demonstrated why the medication was greyed out. Upon checking and tss confirmed that the medication was not loaded in the station and reviewed the order, which contained two medications, one of which was not loaded. This was the cause of the greyed-out medication. Tss informed the customer that would investigate further on the server and provide an update. After dialing into the server, tss reviewed knowledge article title multi-component order troubleshooting and verified all five points. The final step indicated that the customer had not selected the checkbox allowing removal of multi component medications. Tss guided the customer according to the knowledge article and worked with customer to confirm that the medication could be dispensed after updating the settings. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.